Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty removing a stylet from a powerpicc sv catheter is confirmed. One 4 fr d/l powerpicc sv with the inlaid stylet was returned for evaluation. An initial visual observation showed the catheter was received with the tls stylet partially withdrawn from the luer. Several bends were observed along the portion of the stylet removed from the device. A functional test of attempting to remove the stylet before flushing the device with water using a 12 ml syringe revealed the stylet had some difficulty being removed. After the catheter was flushed with water using a 12 ml syringe, the stylet fell out of the catheter with ease. The remaining portion of the stylet was intact without bends or kinks. The complaint of difficulty removing a stylet from a catheter is confirmed. The warning tag attached to the returned device warns of flushing the stylet before attempted use of the catheter and before an attempt to remove the stylet from the catheter. It appeared that initial manipulation of the stylet was performed without first flushing the catheter. H3 other text : evaluation findings are in section h.11.

Event description:
The vascular access reports that during the catheter placement procedure, upon removing the stylet it's getting stuck to the catheter and deforms the catheter. No other information was provided. Additional information received on 10.apr.2023: ¿ the materials were not used on the patient/there was no impact on the patient. __ additional information received 17.mar.2023 evidenced during device verification; stylet sticking to the device and its resistance during purge, insertion is abandoned and a new one is requested.

Event description:
The vascular access reports that during the catheter placement procedure, upon removing the stylet it's getting stuck to the catheter and deforms the catheter. No other information was provided. Additional information received on 10.apr.2023: the materials were not used on the patient/there was no impact on the patient. Additional information received 17.mar.2023 evidenced during device verification; stylet sticking to the device and its resistance during purge, insertion is abandoned and a new one is requested.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
The vascular access reports that during the catheter placement procedure, upon removing the stylet it's getting stuck to the catheter and deforms the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The vascular access reports that during the catheter placement procedure, upon removing the stylet it's getting stuck to the catheter and deforms the catheter. No other information was provided. Additional information received on 10.apr.2023: ¿ the materials were not used on the patient/there was no impact on the patient. __ additional information received 17.mar.2023 evidenced during device verification; stylet sticking to the device and its resistance during purge, insertion is abandoned and a new one is requested.